Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was triggered which switch the pace/sense configuration from bipolar to unipolar. It was noted that this rv lead was plugged into the right atrial (ra) port. Additionally, there was observations of loss of capture when programmed in bipolar. Subsequently, this lead was explanted and replaced successfully. This lead has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 233mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of loss of capture, and high out-of-range pacing impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was triggered which switch the pace/sense configuration from bipolar to unipolar. It was noted that this rv lead was plugged into the right atrial (ra) port. Additionally, there was observations of loss of capture when programmed in bipolar. Subsequently, this lead was explanted and replaced successfully. This lead has been returned and is in the process of device analysis. No additional adverse patient effects were reported.